Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of birth/age - ni, weight - ni , manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00488).

Event description:
Patient underwent a hip revision procedure approximately fifteen years post-implantation due to unknown reasons. The head and cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.once the investigation is completed, a follow-up MDR will be submitted. Concomitant products: item #162311, bi-metric stem, lot #741510, item #15-105004, m2a-taper liner, lot #283530. Multiple mdrs have been filed for this event. Please reference the associated report - reference 0001825034-2017-00488-1

Manufacturer narrative:
This follow up report is being filed to relay additional information. A review of device history records found no deviations or anomalies. The components were reviewed for compatibility with no issues noted. Complaint history could not be reviewed as the reason for revision was not provided. No medical records were provided and the product was not returned for analysis. A definitive root cause could not be determined with the information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.